Event description:
It was reported that following a stenting treatment procedure, stent thrombosis occurred. The procedure treated the target lesion located in the ostium to proximal portion of the moderately tortuous left anterior descending (lad) artery. Pre-dilation was performed with a 2.75x12 mm non-bsc balloon. Next a 2.75x28 mm promus element plus stent was advanced and deployed in the target lesion resulting in the stent being well positioned and well apposed. Post the procedure the patient was given aspirin and prasugrel. Later the same day, the patient presented with "a clot within the proximal portion of the 2.75x12 mm promus element plus stent". The patient was given integrillin when thrombus was visualized during repeat angiography and poba was then performed with a 3.0x10mm non-bsc balloon. No further patient complications were reported and the patient was later discharged from the hospital. Per the physician, it is not believed that the acute stent thrombosis was attributed to malapposition or technique but was rather attributed to the patient not being fully anticoagulated.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).